Event description:
It was reported that during a training session the ilet user experienced a glucose drop from the mid-200s to a ¿low¿ reading while disconnected from the ilet during their first infusion set change after eating an unannounced meal; the event involved user technique and use of the user interface and was categorized as an improper or incorrect procedure or method. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 266 mg/dl accompanied by fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions during set change and lack of meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.